Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used. According to the complainant, after the procedure when they sent the scope out for repair, a sponge was seen had clogging the catheter of the scope. There were no patient information provided.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of biopsy cap sponge detached inside the scope. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.